Event description:
It was reported that there was a gradual, steady rise in pacing impedance. The lead remains in use. It was later reported the lead impedance continued to rise and was high at 4300 ohms. Also the capture thresholds have risen and were high. The lead had an apparent conductor fracture. During the explant the doctor also noted a suture hole in the lead which was not the cause of the fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that there was a gradual, steady rise in pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.